Manufacturer narrative:
Manufacturer's investigation conclusion: the reported event of a cut in the system controller¿s, serial number (B)(6), was confirmed. Upon initial inspection, the damage to the black power cable was noted. A log file was downloaded during testing and reviewed. The data reviewed showed the controller functioning as intended and the pump maintained a speed within the low speed limit (lsl) without issue while the driveline was connected. The returned controller passed functional testing without issue. Reported information stated the patient¿s black lead from the system controller got stuck in the chair and was sliced to wires while the patient was sitting in their hospital room. The system controller was exchanged due to the damage. The root cause of the damage was determined to be the power cable becoming stuck in the chair while the patient was sitting. The current revisions of the instructions for use (IFU) and patient handbook can be found on the eifu page of the abbott website. The heartmate 3 left ventricular assist system (lvas) IFU, and the heartmate 3 patient handbook, are currently available. Heartmate 3 IFU, section 8 - ¿equipment storage and care¿, and heartmate 3 patient handbook, section 6 - ¿caring for the equipment¿, explain how to properly maintain the integrity of the system controller. Section 10 of the patient handbook - ¿safety checklists¿, instructs users to regularly inspect their equipment, including their system controllers, and to avoid using equipment that appears damaged. Users are encouraged to replace any equipment that appears damaged. Heartmate 3 patient handbook caution users to call their hospital contact if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. The relevant sections of the device history records were reviewed and showed no deviations from manufacturing or quality assurance specifications. No further information was provided. The manufacturer is closing the file on this event.

Event description:
It was reported that the patient's black lead from the system controller got stuck in the chair and was sliced to wires while the patient was sitting in their hospital room. The ventricular assist device (vad) coordinator decided to exchange the system controller due to the extent of damage.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is complete.